Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens of diopter -9.0 into the patient's left eye (os) on (B)(6) 2023. The lens was removed on (B)(6) 2023 due to low vault. That same day, the lens was replaced with a lens two sizes longer in length although it is unclear whether this was within the same procedure. The problem was resolved. Cause of event reported as unknown.

Manufacturer narrative:
Additional information: b5- the reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens of diopter -9.0 into the patient's left eye (os) on (B)(6) 2023. The lens was exchanged on (B)(6) 2023 for a lens two sizes longer in length due to low vault. The problem was resolved. Cause of event reported as unknown. H6 health effect - impact code: changed to 4629. Claim# (B)(4).